Manufacturer narrative:
The investigation for the ventricle perforation has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Tthe data logs confirmed that there were several "impella position in ventricle & unknown" alarms towards the end of support. Additionally, motor current spike and motor speed dropped during these alarms indicating a potential interaction. The pump likely came out of position during CPR. The root cause of the ventricle perforation is most likely due to improper positioning of the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported an 83-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post stent placement in the circumflex artery. The impella placement was verified under fluro per cath lab staff. The patient coded and, after achieving return of spontaneous circulation, and the plan was to go to or for coronary artery bypass grafting after the circumflex was perforated post stent placement. However, patient could not be stabilized and CT surgeons decided to open chest in cath lab. After opening chest, surgeons saw that the impella cp had perforated the left ventricle. Ultimately under imaging, it was seen that there was no activity with the heart. Staff all agreed there was nothing else that could be done. The patient deceased in cath lab and target organ damage was pronounced.